Manufacturer narrative:
The device was not returned for evaluation. The inspection record was reviewed and there were no anomalies observed associated to this issue. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
Three hours after a superdimension enb procedure the patient had a small pneumothorax (<15%). The pneumothorax enlarged over the next 12 hours requiring a chest tube. The patient was hospitalized for observation. If additional information is obtained a follow-up report will be submitted.